Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was leaking on 30-may-2024, 04-jun-2024, 05-jun-2024. The blood glucose level of the patient was 400 mg/dl for one event and 300 mg/dl for second event.. Moreover, the issue occurred with three similar types of infusion sets used for 36 hours, 12 hours, 24 hours for all events. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.